Manufacturer narrative:
Additional information was provided. Evaluation summary: no samples is expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of technical service shows the system was successfully installed one day prior to the event date. Review of the logfile for the day of treatment shows no abnormalities. The system passed the vacuum, energy and ablation checks successfully without any issue. The observation of the energy values during the day shows very stable values and no relevant errors. There is also no deviation between the planned and the measured energy detectable for the reported treatment. No abnormalities, error or other deviation are detectable in the logfiles which can contribute the reported issue. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during flap creation in the right eye, there was no cut on the side, and the flap could not be lifted. The procedure was aborted. The patient will be returning for photorefractive keratectomy (prk) at a later date. Additional information has been requested.